Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.  Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, titan otr was explanted due to cylinder leakage.

Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation at the tip of cylinder #2. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with sharp instrumentation such as a needle. The tow sutures and sleeves remain on both cylinders, indicating they were not implanted. No functional abnormalities are noted with the pump or cylinder #1. Destructive testing of cylinder #2 was performed to view the tip from the inside. The suture can be readily seen through the wall of cylinder #2. This is an indication the laser drilled suture hole compromised the wall thickness. The tip dipping and laser drilling processes associated with this product was updated in december 2017. In addition, there are no other complaints of this nature for this lot number. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.